Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found that the guest port cable was not connected properly and that the monitor needed to be rebooted. To resolve the issue, the technician secured and tightened the guest port cable and rebooted the monitor. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the image to their hexavue custom room racks was distorted and the racks were disconnecting intermittently. No report of injury.